Event description:
Boston scientific received information that the patient implanted with this implantable cardioverter defibrillator (ICD) and another manufacturer's defibrillation lead presented due to experiencing heart failure symptoms and short runs of ventricular tachycardia (vt). Upon device interrogated two messages were observed indicating a short circuit condition was detected during shock delivery and the capacitor charge time had exceeded the limit. Boston scientific technical services (ts) discussed a short condition during shock delivery and the shock may not have been able to be delivered. No adverse patient effects were reported.

Manufacturer narrative:
The local area field representative was contacted for additional information. At this time, no further information is available and records indicate this device remains in service. Should additional information become available this report will be updated.